Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and (B)(6) 2000 and mesh and protegen were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent repair of urethral fistula due to erosion of previous mesh. It was reported that patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that protegen was implanted on (B)(6) 1997 due to sui, and r/t neurogenic bladder. It was reported that patient underwent urethral reconstruction and removal of the sling on (B)(6) 2000 due to urethral fistula. It was reported that patient underwent enterolysis, bso, myomectomy with layered repair, drainage of ovarian cyst and endometrial ablation on (B)(6) 2012 due to symptomatic fibroid, menorrhagia, urinary retention and bladder instability.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, organ perforation, fistula, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring.